Manufacturer narrative:
Product was returned and evaluated. Findings indicate that there was freight damage to the unit, the box was a mess, and the unit had a bent frame/seat rails.

Event description:
Dealer states customer states when the chair arrived the frame was bent, the frames do not align, one goes further in then the other. No additional information provided.